Event description:
It was reported per field service report: symptom - helium loss #2 alarms every few minutes. Findings/action taken: pump assembly and interface block assembly were replaced by hospital biomed. Pneumatic control switch assembly was ruled out as being the problem.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.